Event description:
It was reported that once the system passed pre-run, could not get the system to activate on either hand switching or foot pedal. Replaced the handpiece and proceeded. The first handpiece was tested and received intermittent error 5 during pre-run with test tip. The system emitted mixed solid tones and the second handpiece got hot, but did not produce any errors with test button. Tested second handpiece which emitted screeching during pre-run and received error 3 with test button.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 5. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.